Event description:
The reported feedback suggests that the nurse received minor electric shock.

Manufacturer narrative:
This investigation has not confirmed or reproduced the reported issue. Physical inspection showed no anomalies. A review of the pcu event log for the date of the reported issue identified that the pcu was initially powered on via its internal battery on (B)(6) 2019 18:22:32 with pump module 15571781 connected in position a. At 18:24:59 an oxytocin infusion was started at 166.667ml/h with a vtbi of 500.0ml and was completed at 22:42:31. During this infusion ac power was connected at 21:12:40, therefore the reported issue must have occurred between 21:12:40 (ac connected) and 22:43:08 (pcu power off). Functional testing showed no anomalies. The root cause of the customer's report could not be determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the nurse received minor electric shock, no patient harm reported.